Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the pacing dependent patient presented for in-clinic follow up with the pulse generator unable to display battery data. It was noted that the magnet rate was above the elective replacement indicator threshold, however battery longevity estimates were unobtainable. There were no interventions were reported. The patient was asymptomatic.